Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 346 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer had a high blood glucose of 346 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and displacement test. Insulin pump was received with intermittent button response due to flattened button dome switches. No stuck button alarm noted during testing. The printed circuit board keypad connector was not found unlocked during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, missing display window cover, and minor scratched lcd window.